Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the specific number of patient events: 1. Did the event occur during one or multiple patient procedures? 1. What is the total number of procedures? 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). N/a. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). N/a. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed for the pds failure? During use. Note: events reported via 2210968-2022-08174, 2210968-2022-08176.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2022 and suture was used. Post-op, there was a suture failure. No additional information was provided.